Event description:
It was reported that the system with a bi ventricular cardiac resynchronization therapy pacemaker (crt - p) and this non bsc right atrial (ra) load has been showing unstable pacing impedance measurements from normal to high, out of range values. Threshold tests were successful. The patient reported experiencing symptoms of numbness and tingling in their hands, sort of like when they test leads in office. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).